Event description:
Additional information received reported that the health care provider (hcp) inadvertently answered the questions incorrectly. They responded by mistake as what they had read as possible side effects and not that they had experienced those.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Ten percent of patients had severe side effects/complications with sns.